Event description:
Lasik surgery on both my eyes. Was good for 2 years them my dry eye started. Sensitivity to light. Vision was a little blurry. I now have a little cloudiness of vision at times. My eyes are in constant pain from the time I wake up until I sleep. Eyes are always tired and I feel disabled because I can't enjoy the outdoors because of my light sensitivity. Working is very difficult and quality of life has been very difficult. Nvision. FDA safety report ID# (B)(4).